Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter at 8:20 a.m., resulting with a value of 4.3 inr. About an hour later, a sample from the patient was tested in the laboratory using the neo plastin method on a strago analyzer, resulting with a value of 3.0 inr. A sample from the patient was tested using the meter at 11:30 a.m. On (B)(6) 2019, resulting with a value of 3.4 inr. About an hour later, a sample from the patient was tested in the laboratory using the neo plastin method on a strago analyzer, resulting with a value of 2.6 inr. A sample from the patient was tested using the meter at 5:50 p.m. On (B)(6) 2019, resulting with a value of 3.9 inr. About an hour later, a sample from the patient was tested in the laboratory using the neo plastin method on a strago analyzer, resulting with a value of 2.5 inr. The laboratory values were believed to be correct. The meter results were not believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient currently feels okay. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient was not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, and has had no new illnesses. The patient was experiencing a minor cold at the time of the meter measurements. The patient has not had any unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (353497) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The meter and 2 test strips were returned for investigation where they were tested using retention controls and a retention test strip. Testing results (qc range = 1.7 - 2.5 inr): returned strips: qc 1: 2.4 inr, qc 2: 2.5 inr. Retention strip: qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4 %. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.